Event description:
It was reported that the device indicated elective replacement due to battery impedance after new software was installed and the device was interrogated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and elective replacement indicator (eri) due to high battery impedance was logged on (B)(4)-2010, prior to explant. Ramware version 8 installed on (B)(4)-2010.